Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticular disease. Did the patient receive any preoperative chemotherapy or radiation? No. What surgical procedure was performed? Lap anterior resection. What was the surgical assistant¿s experience with the device? Yes, 10 years plus. Where in the gap setting scale was the indicator located when attempting to remove the safety? Unsure. Where in the green gap setting scale was the indicator located during to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, donuts looked alright. Was a complete transection of the white breakaway washer visually confirmed? Yes. Can you further describe the shape of the staples? Staple legs fully erected which means it didn't hit the anvil. What is the current status of the patient? Discharged. Can you please confirm that the device has been discarded? If so, why? Yes, device confirmed discarded.

Event description:
It was reported that during a lap anterior resection, the ecs29a circular stapler failed. The anvil and stapler where inserted as IFU but the red safety button could not be removed when ready to fire. After some manipulation the red button switch was moved and then the stapler fired. The result was a cut anastomoses with only one or two staples being formed around the anastomoses. The patient is in ICU and is being monitored. Additional information was provided that the surgeon stated ¿evening, stapled and thing fell apart, didn't staple at all¿. Surgeon advised that he was at the abdominal end looking in, the surgical assistant fired the device, then air tested for leak, they observed bubbles and then more bubbles. The observation was that one end/side had split open (rep described it as opened up and hanging on from one end). Surgical assistant (who fired the device on this occasion) advised that the device was fired, stapled together, split portion of it wasn't stapled, staple legs fully erected which means it didn't hit the anvil. The first problem noted within primary procedure was surgical assistant couldn't get the safety red button off at all, surgeon leant over and forced it off. Then continued to use the device as per IFU; they heard crunch, got the donuts and it looked alright (surgeon have been using ecs29a for 10 years). The leak was large enough that they had to re-do anastomoses using a competitive circular stapler. No blood loss noted. After surgery, the patient was sent to ICU to monitor. The patient was brought back into theatre the next day as patient didn't look well and was tachycardic and they were concerned that there might be a leak. However, in theatre leak test was fine (no leak), patient was fine, it seems like patient is just looking unwell due to the ordeal from the primary surgery. The patient was doing fine and hospital was looking at discharging patient later this week however could not confirm if patient has since been discharged.